Event description:
It was reported by the affiliate that during a right lung lobectomy and wedge resection procedure, the surgeon fired the first stapler and had incomplete staple formation. Used new stapler for second firing and had same occurrence. He reloaded second stapler, but still had incomplete staple formation. He sutured staple line defects. There was a ten minute extended time delay. There was no pt consequence.